Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to log in. The technical support specialist (tss) dialed into the site experienced prolonged device login delays caused by failed lightweight directory access protocol (ldap) communication, as devices repeatedly logged microsoft active directory errors including error 2222 and ldap server unavailable. Initial troubleshooting confirmed incorrect or inconsistent domain name system (dns) settings, unreachable domain controllers on transmission control protocol (tcp) port 389, and failed connectivity tests using test net connection (tnc) and windows powershell. Dns settings, network adapter configurations, windows defender firewall rules, and host resolution entries were reviewed, and the dns resolver cache was flushed at the customer s request. One workstation was functioning normally after using opendns server addresses, while device continued to fail until its dns configuration was updated to match device, which immediately resolved the login delay. The team verified domain resynchronization on the enterprise server (es), confirmed the primary domain controller, and identified that the customer s migration to microsoft azure hosted dns infrastructure contributed to inconsistent ldap reachability. After a joint microsoft teams session, dns on device was corrected, the medstation deployment guide was provided to the customers information technology (it) team, and further troubleshooting was paused pending their internal validation of azure dns and ldap server readiness. The case moved forward to coordinate an additional testing window once the customer confirmed their new ldap servers were ready for verification. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users had delay in login for all 2 stations. Customer updated med1 dns server to match med2, and login issues ceased and deployment guide to hit, review potential network issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.